Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Two inappropriate bursts of anti-tachycardia pacing (atp) and multiple shocks were provided for an atrial fibrillation (af) with rapid ventricular response (rvr). In addition, during the event high out of range shock impedance measurements were observed. No additional adverse patient effects were reported. This ICD remains in service. Additional information indicated that there were concerns about a possible new fault code related to shocks provided with high impedances could have appeared. Technical services (ts) recommended further evaluation of the rv lead as calcification was suspected. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Two inappropriate bursts of anti-tachycardia pacing (atp) and multiple shocks were provided for an atrial fibrillation (af) with rapid ventricular response (rvr). In addition, during the event high out of range shock impedance measurements were observed. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
-Follow up report 2 (additional information): this report is being submitted to update section b5 and device codes h6. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate therapy. Two inappropriate bursts of anti-tachycardia pacing (atp) and multiple shocks were provided for an atrial fibrillation (af) with rapid ventricular response (rvr). In addition, during the event high out of range shock impedance measurements were observed. No additional adverse patient effects were reported. This ICD remains in service. Additional information indicated that there were concerns about a possible new fault code related to shocks provided with high impedances could have appeared. Technical services (ts) recommended further evaluation of the rv lead as calcification was suspected. No additional adverse patient effects were reported. This ICD remains in service. Additional information confirmed that this device exhibited a fault code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No adverse patient effects were reported. This ICD remains in service.